Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6) has been listed and the (B)(6) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.  Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd pegasus IV catheter experienced leakage. The following information was provided by the initial reporter: the patient was hospitalized due to pneumonia, and received intravenous infusion treatment. During the treatment, the nurse found fluid leakage from the needle head of the closed anti-acupuncture intravenous indwelling needle, and immediately replaced other indwelling needles to complete the treatment, delaying the treatment time of the patient. The leakage part is the extension pipe part, and the reason may be caused by product discount in the process of transportation or handling.